Event description:
It was reported that the power switch came off the board and the display and pole clamp are not working properly. No patient involvement was reported.

Manufacturer narrative:
Additional info received via email 2-may-2022. The reported event was found during pm (preventive maintenance). No patient involvement was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a black lcd screen, cranked tank cover. Wear and tear damaged line cord, enclosure, and pole clamp. Functional testing found a faulty lcd and somehow the threads on the pole clamp got damaged. Replaced enclosure, tank cover, front cover, printed circuit board (pcb), line cord, pole clamp, and reflux plug. Device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.